Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative for the customer reported during a stent removal ureteroscopy procedure, upon opening the package containing the ngage nitinol stone extractor it was noted that the handle was bent backwards on itself at approximately 180 degrees. Additionally, the sheath was crimped and the nitinol silver wire was exposed. Another device was opened (not confirmed if the same or different product) and was able to proceed with the procedure. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, drawings, manufacturing instructions, quality control data, and specifications was performed. Visual inspection and functional testing of the returned device was also conducted during the investigation. One ngage nitinol stone extractor was returned for evaluation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. A visual examination noted the basket sheath is severed 7 mm from the distal tip of the support sheath. The coil is exposed when the handle is actuated. Two kinks were noted in the basket sheath at 61 cm and 112 cm from the distal tip of the basket sheath. A functional test determined the handle does not actuate the basket formation. The support sheath and the basket sheath are still adhered. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and two non-conformance's were identified; however all non-conforming product was scrapped prior to completion of the final lot. A review of complaint history revealed there have been no other complaints received associated with this complaint device lot number 8067791. Based on the provided information a definitive root cause cannot be established; however, measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.